Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during surgery, the fast-fix t2 implant failed to deploy. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.

Event description:
It was reported that, during surgery, the fast-fix t2 implant failed to deploy. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported.

Manufacturer narrative:
B5 was updated. H3, h6: part of the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The suture and anchors were not returned. The needle overmold assembly was severely bent. The depth limiter button was not in the default position. The actuator tip was at the top of the deployment channel. A functional evaluation was conducted. The actuator tip felt detached from the deployment slider. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.